Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that there was no video. The cable had been changed and sent to their biomedical department. No pt injury was reported.